Event description:
It was reported that during the right internal carotid petrous aneurysm procedure, the stent (subject device) could not be retracted through the guiding catheter and the stent could not be deployed. Subsequently after several attempts to deploy the stent (subject device), it fractured at the hub of the device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. The device was analyzed. The stent delivery catheter was found to be kinked/bent and broken/fractured. These defects caused friction between stent stabilizer and stent delivery catheter during functional test. The stent stabilizer could not be removed from the stent delivery catheter due to significant friction. The stent was found to be deployed and not returned. Dry blood was noted within the stent delivery catheter. During the functional inspection, the reported stent failed/unable to deploy could not be confirmed as the stent was found to be deployed and not returned. The damage noted to the delivery catheter and the presence of dried blood within the delivery catheter is likely to have caused friction between the stabilizer and stent delivery catheter during use and the subsequent failure to deploy the stent. The stent delivery catheter was advanced and retracted through the demo guide catheter without difficulties, therefore the as reported code could not be confirmed. The reported stent delivery catheter broken/fractured during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. During the dimensional inspection, the required inspections could not be fully completed due to the condition of the device and the fact that the stent was not returned the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the guidewire distal end friction as well as the as reported events stent failed/unable to deploy, stent delivery catheter broken/fractured during use and the as analyzed events of stent stabilizer/catheter friction, stent deployed prematurely during retraction/re-sheathing, stent delivery catheter broken/fractured during use and stent delivery catheter kinked/bent since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will be assigned to the as reported event stent delivery catheter friction as the issue was not confirmed during the analysis.